Event description:
Initial report was received on (B)(6) 2013, but it was incomplete. On (B)(6) 2013 all the four elements of the minimum information required for reporting have become available: a (B)(6) male patient started hyalgan injection in the knee for an unknown indication on (B)(6) 2013. The patient's relevant medical history, concomitant medications, and past drug history are unknown. On (B)(6) 2013, the patient returned to the doctor's office with a swollen knee. On (B)(6) 2013, the patient called the office and complained of a swollen knee and was instructed to go to (B)(6). The hcp at (B)(6) told the patient there was no infection and to return home. On (B)(6) 2013, the patient went to the emergency room. On an unknown date the patient tested positive for (B)(6). The patient was treated with intravenous antibiotics. The lot number of the hyalgan used was 140700. As of (B)(6) 2013, the patient is doing well. MFR ref: # 9610200-2013-00008.